Event description:
In 2001, the pt reportedly had fallen earlier in 2001 and broke their hip which required 5 days hospitalization and 8 weeks rehab. The prosthetist did not report this event to otto bock health care until 4 months later. This is the reason for the discrepancy in event date and report date.